Event description:
A report was received that the patient underwent a lead revision due to lead migration. During the revision high impedances were noted on all contacts. The lead was explanted.

Manufacturer narrative:
The returned product analysis indicated that the lead passed mechanical and visual inspection tests performed. The returned lead was analyzed and the complaint was confirmed. X ray inspection found that the lead body was fractured between contacts #1-#5 in the proximal array. The root cause of the fractures appears to have been caused by fatigue coupled with postural changes/movements.